Event description:
Consumer called to report a needle stayed in his skin on new year's after injecting. Went to the hospital for an xray and minor surgery to remove it.

Manufacturer narrative:
Product has not been returned. Complaint history check was run on the lot reported; yielded no other complaints. Will continue to monitor.